Manufacturer narrative:
A ge service representative performed over the phone investigation. The service representative recommended checking the connections. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.